Event description:
The surgeon inserted wrong diopter aq2003v three piece silicone lens. The incision was enlarged to remove the lens and anterior vitrectomy was performed. Another lens was inserted during the same procedue. A suture was required to close the wound.